Event description:
Customer reported an incident with high pressure problems and machine 'general system failure' error codes during treatment. Machine runtime 3141 hours. Blood loss volume unknown.

Manufacturer narrative:
The customer reported three incidents with this machine. (See MDR 9616026-2006-00211 and 00226). A gambro technician evaluated the machine and concluded that the high pressure and general system failures were due to a malfunctioning clamp during the auto test. Further investigation is being conducted by the manufacturer. No pt injury nor medical intervention was reported. The complaint is aware of this machine malfunction (general system failure) and is working on corrections. 510(k)# is k041005.